Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by manufacturer: returned device consisted of a sterling otw balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. An inflation device filled with water was used to inflate the device. Water was found to be streaming from the balloon material. Microscopic inspection revealed a longitudinal burst 19mm in length. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection of the tip found no irregularities or damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a forearm vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced to dilate the lesion. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.